Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 337 mg/dl and their sensor glucose was reading low. It was also found the customer experienced a high of 446 mg/dl and the sensor glucose was reading 174 mg/dl. The customer also reported receiving several sensor error alerts with the sensor. The customer's sensor was bent upon removal from their body during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.